Manufacturer narrative:
Feb. 25, 2016 08:04 am (gmt-5:00) added by (B)(6): (B)(4). If additional information becomes available a supplemental medwatch will be submitted.

Event description:
Feb. 25, 2016 07:57 am (gmt-5:00) added by (B)(6): customer stated that the speed of rotation is not proportional to the setting of 1:8 cpl mode. In spite to rotation of arterial pump, there is a stop art error. No known consequences to the patient. (B)(4).

Manufacturer narrative:
Field safety technician has been sent for investigation and found control board with eeprom 2.4. After consultation with technical support it is a known issue on twin pump with software 2.4 and older. Issue has been already investigated under (B)(4): issue: master (counter) sends a wrong signal over the crossover cable to the slave pump, result: the slave pump speed up, in worse case to max speed - no matter which pump is the master and which is the slave pump. Art-stop error could also be result of the speed up. According to (B)(4): the problem was solved by changing the whole control board (changing the 2.4 eeprom to 2.5) of the right side of tpm. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Correction of date of this report: additional information received on 03/29/2016: incident occurred during setup, the error led to a pump stop. (B)(4). The supplemental medwatch will be submitted after receipt of new information.

Event description:
Incident occurred during setup. No patient was involved. (B)(4).